Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a celect filter in or about (B)(6) 2016". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation: evaluation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect - migration, vena cava perforation, pain, shortness of breath, pulmonary embolism, hypotension, shock, fever, filter thrombus, deep vein thrombosis, diff retrieval'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism (pe) in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain/discomfort or shortness of breath (sob) is directly related to the filter. Unknown if the reported hypotension, shock, fever is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. One other complaint was received on this lot number and related to similar clinical issues (tilt, pain, and difficult to retrieve) and no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. F10: patient code: thrombosis (2100), listed in IFU. Vessels, perforation of (2135), listed in IFU. Pulmonary embolism (1498), listed in IFU. Device code: migration of device or device component (1395), listed in IFU. No code available (3191) [device perforation], listed in IFU. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient alleges migration, vena cava perforation, shortness of breath and dizziness. Patient further alleges, "on (B)(6) 2015, [patient] presented to the ER with back, right lower quadrant, and groin pain with hypotension, shock, and a fever. A CT angiogram diagnosed a small acute pe; the cook filter in the sub-renal location, with extra-venous extension of several filter struts; and massive right leg dvt, with thrombosis enlargement extending proximal to the filter into the common iliac veins, with edema from collaterals extending into the pelvis and retroperitoneum. It was felt that this may be accounting for some of patient s right lower quadrant and groin pain , so he was transferred to [redacted] on (B)(6) 2015 for surgical intervention to dislodge the filter clot. Upon transfer, it was felt that infected thrombus was a possibility. On (B)(6) 2015, the filter was removed in its entirety and replaced with a new gunther tulip filter. Extensive scarring from the device and one strut outside the wall of the vena cava made endovascular retrieval very challenging, requiring advanced maneuvers. During removal, he also required an ileocaval thrombectomy, ivc stent placement, and bilateral iliac vein stent placement. He will continue to use blood thinners, require regular ultrasounds and has suffered permanent main artery damage that will need to be watched and may cause further injury." Ivc filter explanted on (B)(6) 2015 due to post filter blood clots, occlusion of ivc and perforation of strut into ivc.